Event description:
On (B)(6) 2023, the following information was provided to kci by the hospital staff: on (B)(6)2023, the dressing was removed from the patient's wound and approximately 50 cc's of fluid allegedly came out of the wound. It was alleged that the v.a.c.ulta¿ therapy system was possibly not removing exudate. The v.a.c.ulta¿ therapy system was discontinued due to the wound declining since beginning v.a.c.® therapy. No additional information was provided. On (B)(6) 2023, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2023, the device was placed with the patient. On 04-may-2023, the device was tested per quality control procedure by kci service center and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged deterioration is related to the v.a.c.ulta¿ therapy system. Multiple unsuccessful attempts have been made for additional clinical information. It is unknown if and what medical or surgical intervention was performed. The device passed quality control checks before and after placement. Device labeling, available in print and online, states: v.a.c.ulta¿ therapy system contraindications v.a.c.® therapy and v.a.c. Veraflo¿ therapy are contraindicated for patients with: · necrotic tissue with eschar present note: after debridement of necrotic tissue and complete removal of eschar, v.a.c.® therapy may be used. Keep v.a.c.® therapy and v.a.c. Veraflo¿ therapy on: never leave a v.a.c.® dressing or v.a.c. Veraflo¿ therapy dressing in place without active v.a.c.® therapy or v.a.c. Veraflo¿ therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing or v.a.c. Veraflo¿ therapy dressing from an unopened sterile package and restart therapy; or apply an alternative dressing at the direction of the treating clinician. Deterioration of the wound if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance / expertise of a specialist: -if available on the therapy unit, check the therapy history log to ensure the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. -clean wound more thoroughly during dressing changes. -evaluate for signs and symptoms of infection and, if present, treat accordingly. -change dressing often, ensuring that it is being changed at least every 48 hours. -examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.